Event description:
It was reported that patient had angina and increased heart failure symptoms. Patient was taken to the catheter lab and underwent drug eluting stent placement which was successful. Device and leads remains implanted. Event was resolved.